Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
This product inquiry addresses 19 postoperative lag screw cut outs in conjunction to the sgn system (6 events), tgn system (6 events) and gamma3 system (7 events). Nail removal converted to hemiarthroplasty. The manufacturer became aware by an italian publication "how evolution of the nailing system improves results and reduces orthopedic complications: more than 2000 cases of trochanteric fractures treated with the gamma nail system¿, published on 14th december 2015 regarding the gamma system (sgn, tgn, gamma3 ¿ all trochanteric nails) that in sum 63 patients had been observed presenting 11 adverse events in a period from january 1997 to december 2011. It was not possible to ascertain specific device or patient information from the article, a review of the complaint handling database revealed that the events had not been reported by the hospital or by the author of the publication, therefore, 11 complaints were initiated retrospectively.